Event description:
It was further reported that the right ventricular (rv) lead had a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the right ventricular (rv) lead exhibited gradually rising rv and superior vena cava (svc) impedances over the last 80 weeks. The rv impedance has increased from 60 to 102 ohms and the svc impedance has increased from 80 to 125 ohms. It was also reported the wireless remote monitor alert triggered for high svc impedance. The rv lead alarm threshold was increased to 130 ohms and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d154vrc, implantable cardioverter defibrillator, implanted: (B)(6) 2005. (B)(4).